Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number is not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and precision xtra meter; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The caregiver reported that the adc blood glucose meter would not start test after strip insertion. The customer was confused, thirsty, and experienced excessive urination, and had contact with a healthcare professional. The customer was provided unknown treatment for a diagnosis of hyperglycemia, and galvus (anti-diabetic medication). There was no report of death or permanent injury associated with this event.